Manufacturer narrative:
The brand name should have been added to the initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure of replacing s1 lead (MFR report # 1627487-2019-10734,1627487-2019-10735), the physician accidently cut the left l1 lead. As a result, the left l1 lead was explanted and replaced. Therapy restored post-operatively.